Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx drug eluting stents were implanted in the rca. Approximately 20 months post procedure patient suffered of congestive systolic and diastolic heart and died. Death was classified as sudden cardiac death. Note on death certificate stated that the cause of death could also be atrial fibrillation, cad and hypertension.